Event description:
It was reported as a general comment that the physician does not use the xience stent because the stent is not visible under fluoro compared to a non-abbott stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6a: estimated dates.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.